Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2009-xxxxx for a description of the other event. It was reported to boston scientific corporation in early 2009 that a jagwire was used during a procedure. According to the complaint, the guidewire was "caught in the cannula" during the exchange so "the cannula was cut at the proximal". The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.